Manufacturer narrative:
Device information reported, not able to populate: breast implant, allergan, mcghan 375 cc. Lot: 1231662. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "broken implant" for unknown side. Device has been explanted and replaced with a non-abbvie device.